Manufacturer narrative:
Concomitant medical product: model: ddmd3d4, implantable cardioverter defibrillator (ICD); (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to a pocket infection / "pocket decubitus." No further patient complications have been reported as a result of this event.